Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that the tubing cracked and caused medication to leak. The break was discovered because there was leaking blood. Staff member was exposed to blood because they were holding the patient. Patient is a toddler and receiving post chemo hydration. Child had port dressing applied with secondary. The break resulted in urgent and traumatic re-accessing of patient who would otherwise have emla and trauma free poke plans. The complications associated with urgent re-accessing of the toddler is problematic long term as we work very hard to make their ¿pokes¿ pain free and these breaks negated that experience and set them all up for future traumatic port accesses. The port was discarded due to the presence of the needle and the urgent conditions under which it occurred.